Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been requested to investigate the reported event. At this time, the fse investigation has not been completed.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure (no ports placed), the universal surgical manipulator (usm) 1 was not responding to the customer. The customer could not resolve the issue and disabled the usm and was continuing to use the system with the remaining three usms. There was no reported injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive universal surgical manipulator (usm) to perform failure analysis. In the system logs, the 31226 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where the unit failed the fiber test on the clock spring, replicating the reported event. A gold clock spring fiber was installed, and the unit passed the required test verifying the clock spring fiber to be the source of the fault. The probable root cause of the reported issue can be attributed to a fault of the clock spring fiber within the affected usm causing a communication error.

Event description:
Refer to h11 for follow-up information.